Event description:
It was reported that the customer experienced blood glucose of 444 mg/dl, which was treated with the insulin pump. Her symptoms included sweating, nausea, fatigue and thirst. Troubleshooting was performed with the insulin pump. Air bubbles the size of champagne bubbles were found in the tubing. During manual prime, insulin exited the tubing and no leaks were found. History and settings were found to be correct, with a check settings alarm in the history. It was explained the customer may not have received insulin, since the insulin pump was not primed. It was further explained that the piston may not have been against the bottom of the reservoir to know how much insulin was in the pump. Customer was advised to change insulin, reservoir and infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).